Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that it was not working right now. The patient stated it kind of worked in the beginning and then stopped working very effectively. The patient said it was hard to tell if it is working or not. The patient added they've been working with their manufacturer representative (rep) on adjusting their settings and they prefer to continue working with them. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. The patient stated that since they got their implant replaced and they brought up their previous implant stopped working and they met with their manufacturer representative (rep) and they could confirm it wasn't working at all so they had to get it replaced.